Manufacturer narrative:
(B)(4). Batch # t93v5f. Additional information was requested and the following was obtained: did the issue in the package compromise the sterility of the device? Yes. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, before being used on the patient, the package was found damaged. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 8/26/2020. Investigation summary: the device was received with no apparent damage. The sterile package was not returned. The device was connected to a test hand piece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. Due to the original package was not returned we were unable to investigate further the reported packaging integrity issues. The instrument was disassembled to inspect the internal components, no evidence was found that could have caused the reported activation issues. The manufacturing records were reviewed and the manufacturing / packaging criteria were met prior to the release of this batch. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.